Event description:
It was reported that the right atrial (ra) lead and the right ventricular (rv) lead exhibited undersensing. The ra and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5086mri52 lead implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.